Event description:
The reporter stated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens because the surgeon thought the icl was torn while being inserted. The icl was removed with no pt injury. The icl was examined and the icl was not torn or damaged. The back-up icl was implanted.

Manufacturer narrative:
No lens malfunction. Eval: results: visual inspection of the returned product found both haptics torn, with a piece torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order.